Event description:
I have the essure sterilization coils. Since the procedure I have had numberous adverse symptoms. First is that I have had right side weakness and pain in my hip, si joint and ovaries. This includes sharp searing pain that shoots down my leg. I also feel like there is a baby in my belly and there isn't. My belly literally displays kicking sensations as if a baby is kicking. This has gone on for years now. I have increased swelling in my abdomen and at times look pregnant. Ever since I have gotten the essure my weight has steadily increased despite diet and exercise. I now have to take progesterone and I have weird inflammation in my body.